Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet inserted in the lead and the helix was retracted. Blood/fluid was present in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead experienced helix extension issues. Multiple turns performed without success. The ra lead was removed and replaced. No adverse patient effects were reported.